Event description:
Physician reported right side "rupture and capsular contracture, baker grade ii-iii diagnosed by palpation and unspecified "other" method." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device.

Event description:
Physician reported right side "rupture and capsular contracture, baker grade ii-iii diagnosed by palpation and unspecified "other" method." Device has been explanted and replaced with a non-allergan device.